Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus premier ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The mid crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a shaft break 200mm distal to the distal end of strain relief and multiple hypotube kinks along the shaft length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2018. The target lesion was located in the left circumflex artery. A 20 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 20 x 2.75 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.